Event description:
The user facility reported that the guidewire device became damaged during a procedure. Follow up communication from the user facility confirmed: (1) the patient was previously treated on (B)(6) 2013 for a popliteal aneurysm which was covered with a gore viabahn stent; (2) the stent had become clotted and kinked; (3) in treating the clotted and kinked stent the physician attempted to use various wires during the procedure but was unsuccessful crossing the kinked area of the stent; (4) the physician was then able to use the terumo glidewire advantage to successfully cross the kink; (5) however, the physician had difficulty getting the balloon to track over the wire; (6) it was then discovered that the guidewire appeared to be stuck; (7) several attempts were made to dislodge the device before it was able to be removed; (8) it was discovered upon removal that the coating had elongated and became dislodged from the proximal starting point on the wire; (9) the initial procedure was able to be successfully completed with another device; and (10) there was no harm to the patient.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.520(f) (11) because the information was not initially completed by the user facility. The involved device was not returned by the user facility for evaluation; therefore the failure investigation was based on assessment of user facility information, quality records and a reserve sample. Inspection and testing of the retention sample confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The event description is most consistent with damage to the guidewire coating due to manipulation against resistance during withdrawal. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2014-00014 to provide the user facility maude report number mw5034154, which was found during a search of the FDA's maude database on april 7, 2014.

Manufacturer narrative:
The involved device was returned and evaluated by qa at the manufacturing facility. Examination confirmed: the urethane coat was noted to have been rolled back in the distal direction over the wire. The proximal end of the urethane coat had been shifted from its original position to the very distal end of the device. A bulge was noted at approximately 125mm from the distal end of the device, implying that the end of the guide wire shaft was situated on this point. The roll-back of the urethane coat started at approximately 194mm from the distal end of the device. Magnifying inspection of the proximal end of the urethane coat found that the edge of the coat was thinner than other portion, indicating that the proper processing had been applied to the proximal end of the urethane coat. The urethane coat was removed from the core wire to check the adhesion level of the urethane coat to the core wire, there were no anomalies, including a peeling or lifting of the coat. A review of the device history record and shipping inspection record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a pre-existing device defect. The event description and appearance of the return sample is consistent with the proximal end of the urethane coat of the actual device was subjected to an external force which exceeded the strength limit of the product resulting in the reported damage on the device. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00014 to provide the results of the evaluation of the returned sample.